Event description:
Reporter alleged that her husband obtained a discrepant blood glucose result of 325 or 290 mg/dl on the same advantage system compared back to back within 10 mins of a result of 106 mg/dl on the pharmacy system. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.